Manufacturer narrative:
Coding updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 and pli 30 coding updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient mentioned that the cause of the passive recharger screen issue cannot be determined. Also mentioned that revision of implantable neurostimulator (ins) and replacement of leads are scheduled.

Event description:
Additional information was received from patient. It was reported that the information has been confirmed with the managing physician.there is not a current scheduled date for the implant.I am waiting to hear from the managing physician¿s office on when they can get her scheduled.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID 97755-s, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they couldn't get their implanted neurostimulator (ins) to charge and the paddle was getting warmer than usual. Patient (pt) said the issue started 2 weeks ago. Pt said they also saw the battery low message and they tried resetting the controller sometimes it worked but sometimes the controller screen went blank 3 different times. Pt mentioned they the controller screen showed try again or continue with 98-99 reading and ins was charged with excellent recharge quality but after 5 seconds the charging would stopped (agent understood the pt was talking about the passive recharge mode). Pt said even if they were not moving charging stopped. Pt also mentioned the last time they charged the ins was 2 days ago and now ins wasn't charging at all but they keep on trying. During the call agent had pt to reset the controller. Pt confirmed no visible damage on the controller port, recharger paddle, cord and connection pins. Agent reviewed recharging best practices. When the recharger was plugged in pt said the controller screen showed no device found. Pt said screen showed the connectivity strength for few seconds but the controller screen jumped to the checkin g recharge quality screen and was stuck. Trouble shooting process didn't resolved the issue. Agent sent a request to replace the recharger. No symptoms were reported.

Manufacturer narrative:
B5: updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received: patient called in repeated events that has already been reported., patient mentioned that they got an appointment with their hcp last september 25th and they are just waiting for an evaluation from their hcp as their hcp stated that they will be replacing the implant. Patient is also waiting for the evaluation before answering the letter they received from medtronic.

Event description:
Additional information has been received from the manufacturer representative (rep) stating that hey have scheduled the revision for (B)(6) 2025.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Analysis of the [intellis], model [97715], s/n (B)(6), revealed. Analysis found"the ins feedthrough antenna was electrically open. " analysis of the [lead], model[977a260], s/n(B)(6)], revealed. Analysis found"found broken at electrode site. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product ID 97755-s, serial# (B)(6), product type: recharger, was returned and the analysis shows that the high reading na low reading na no anomalies were visually observed. Recharging ended, stopped charging. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the healthcare provider (hcp) was unable to determine the cause of having issues of seeing passive recharge screen only while charging the implantable neurostimulator (ins). They're waiting for the date from manufacturer before replacing the implant. The representative worked with the three right side leads to the left side. Five of them were out and not working. Tss spoke with representative and reviewed potential for ins having a hardware issue. Caller says pt is using their scs therapy and continues to charge ins in passive charging mode but is also getting some type of software error message as of today. The pt is unable to connect to the ins with the controller alone unless it's brief. The caller has not tried the disable device feature yet and will meet pt to try this. Tss sent instructions for this feature.

Manufacturer narrative:
Section b5 event description updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient (pt) called back stating they got the rtm cord and still had the same issues. Pt claimed they were getting settings not available for the last 2 or 3 days. Agent redirected pt to their hcp. With the new rtm when trying to charge the ins they got no device found and when they hit recharge they get numbers 89-98-98. They also got a recharging ended lost connection to implanted device restart charging if necessary. They also got low battery needed to be replaced and when recharging the ins it would show excellent for 2 or 3 minutes then says to reposition recharger or reconnect. The controller screen has also gone blank 3 times in the last 3 days. A replacement controller was sent out. No symptoms were reported.

Event description:
Patient services (pss) sent follow up email to mdt field person about when ins was being returned to mdt as it was replaced on (B)(6) 2025 with another ins. Mdt rep responded that ins is being sent back when a return mailer is available.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep called while present with patient to report trouble with connecting and staying connected to ins. Caller said patient had major abdominal surgery back in (B)(6) 2025 after which patient first noticed this issue. Patient said last time they were able to connect and recharge appropriately was in the hospital recovering in july. Caller said since that time patient has been able to get to the passive recharge screen and would get messages "over and over" to check recharge quality. Caller said sometimes the patient would see the normal recharge screen, but it would only last momentarily before going back to passive recharge. Caller stated while they were with the patient the charge went from 20% to 70% in about 10 minutes, but that they've only gotten the passive recharge screen. Caller confirmed they were using patient's new recharger and programmer (see secure note for sns). When asked, patient confirmed they already sent their other equipment back. While on the call, caller took the battery pack out of the programmer and reset it after getting stuck on "checking recharger" screen for several minutes when trying to recharge ipg. Caller was eventually able to get to pa ssive recharge screen after doing this. When reviewing other troubleshooting measures already taken, caller said they did an impedance check which showed contacts 3, 5, and 6 had >40k ohms on the left lead. All other contacts showed between 800-1000 ohms. Caller said they were unable to stay connected to ins if they did not have their clinician programmer on top of the ipg. Caller said they were going to try to program the other implanted lead. When asked about patient being able to connect with their programmer to make therapy adjustments, caller said the patient couldn't get to their intensity settings. At this point, caller said they would speak to managing hcp to discuss lead replacement. Agent suggested sending in mdt file and any other pertinent reports to be escalated to principle scs agent. Mdt data report received. Escalated to principle scs agent for review. Case closed.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6): product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.